Manufacturer narrative:
This report is based on information provided by philips remote service engineer and bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating failure to obtain ECG readings. While the device was noted to be in use for patient monitoring, requests for further clinical information to determine the severity of the patient outcome were unsuccessful. There was reportedly no patient or user harm or impact. The device was returned to a philips bench repair facility. On inspection the complaint could not be confirmed. The device functions were working satisfactorily. The device was soaked for 24 hours, testing and verification was completed satisfactorily. The touch screen was calibrated. The device logs were evaluated by rdt and it was confirmed the device was working correctly. Testing was satisfactorily completed resolving the customer¿s complaint. The device was returned to service at the customer site. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips tempus pro failed to capture leads v2 & v3 on multiple patients.